Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke three quarters of the way through the procedure. The fiber was replaced, and a second fiber was used to complete the procedure. The total intervention lasted 32 minutes with 291,200 joules of fiber use. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber break was not confirmed as analysis did not identify any signs of damage or breakage on the fiber. Although analysis identified the glass cap exhibited severe devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber break as analysis did not identify breaks along the fiber body and fiber cap. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that other than signs of usage, there was no damage to the glass tip. The glass cap exhibited severe devitrification. The metal cap exhibited severe debris adhesion on its surface, indicative or prolonged tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. The fiber connector passed the connector segment verification test suggesting there were no connection issues. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion: based on analysis results, a probable cause of no problem detected was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke three quarters of the way through the procedure. The fiber was replaced, and a second fiber was used to complete the procedure. The total intervention lasted 32 minutes with 291,200 joules of fiber use. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.